Event description:
It was reported the patient had pain at the ipg site when she sat down. The physician relocated the ipg to a different location to address the issue. It was reported the patient was well postoperative. Follow up identified the pain had resolved with surgical intervention.

Manufacturer narrative:
This ipg serial number was included in a filed advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.